Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Review of the system log file showed that in error in application as generator exception occurred. Upon troubleshooting fse found that x-ray tube was defective. To resolve this issue, fse replaced x-ray tube. The defective component was returned to philips for analysis and the tube experienced a failure due to a vacuum leak, although the precise location of the leak remains undetermined. It also indicated that even a minor leak can result in a gradual decline in vacuum quality. Consequently, this issue becomes apparent over time, manifesting as an increase in occurrences of tube current out of range, arcing, or grid-switch (gs) failures. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.